Manufacturer narrative:
A lot history review (lhr) of reyd0352 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
When an IV nurse was attempting to insert the midline catheter, approximately 2 cm of the catheters tip became detached in a superficial part of the patient's arm.